Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to metalosis. Screws were left proud on previous surgery. The surgeon believes that was the reason for metalosis. Head, liner, cup, hole eliminator, and 2 screws were extracted. Doi: unknown; dor: (B)(6) 2018; left hip.